Manufacturer narrative:
Device not returned. No evaluation will be performed. If the device or additional information becomes available, it will be submitted on a supplemental report.

Event description:
It was reported that "patient had a subtrochanteric fracture. Rod was placed w/ cable fixation. After lag screw was placed into rod, (without additional issues, with hardware or fracture), the locking (set) screw was placed into rod. Set screw did not engage and was clearly visible on c-arm. Additional set screw was used, but to no avail. Assemble was removed and screw was reattached to no avail. Rod could not be removed for fear of additional harm".